Event description:
Medtronic received information that four years after implant of this transcatheter pulmonary valve an echocardiogram showed increased gradients across the valve from the previous year¿s measurements. There was no evidence of insufficiency or stent fractures. Fifteen weeks later, the device was dilated with a 20 mm balloon, resulting in reduced gradients. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. High gradient measurements are a known adverse event and addressed in the device risk documents. At this time, there is no conclusion on what caused the reported high gradient measurements. The device remains implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.